Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, an early sensor expiration due to potential patient misuse was found in connection to the reported allegation. The reported event of an unspecified alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.